Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary # product ID# (B)(4) the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient had an occluded superior vena cava. The device and right ventricular (rv) lead were replaced subcutaneously. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.